Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 403 mg/dl. The customer had treated himself with a manual injection. The customer stated that he had gone through two infusion sets and reservoirs until the issue was resolved. Troubleshooting was not completed because the customer believed the issue was with the infusion set. The customer expressed no symptoms of high blood glucose. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.